Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that during a routine device follow up, this pacemaker was interrogated and a red warning screen was displayed on the programmer, indicating the voltage is too low for projected remaining longevity. Premature battery depletion was suspected and a device replacement procedure was planned for within three days. No adverse patient effects were reported. The device remains implanted and in service.